Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an internal anal sphincterotomy and ileostomy (laparoscopic or robot-assisted) surgery for rectal cancer in which seprafilm was used. Two days post-operative, no issues were noted, and a liquid diet was started. Four days post-operative, the patient experienced vomiting and fasting was started. Six days following surgery an intestinal obstruction at the stoma site was diagnosed following a CT. The following day, the gastric tube was removed, and an ileus tube was inserted. It was reported 16 days after surgery, the ileus tube was removed, and a liquid diet was started as the abdominal x-ray showed improvement. Eleven days later, the patient was discharged from the hospital. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.